Event description:
It was reported that, during placement of a biventricular device system, the patient expired. After its placement, right ventricular (rv) lead capture threshold increased and subsequent rv lead undersensing was noted. The physician initiated repositioning by retracting the rv lead helix and pulling back on the lead. The patient immediately became tachycardic and hypotensive. Medical and surgical intervention was initiated and echocardiogram confirmed that a perforation had occurred, resulting in a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed at which point the patient exhibited profound bradycardia. Additional hemodynamically unstable conditions were noted including pulseless electrical activity, ventricular fibrillation and acidosis. Despite implementation of advanced cardiac life support the patient expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).